Manufacturer narrative:
Journal name: cardiology journal year: 2018 authors: yongcheol kim, sung sik oh, myung ho jeong, youngkeun ahn, ju han kim, young joon hong, doo sun sim, min chul kim, hyo-soo kim, kyeong ho yun, seok kyu oh, chong jin kim, myeong chan cho title of article: comparison of short-term clinical outcomes between resolute onyx zotarolimus-eluting stents and everolimus-eluting stent in patients with acute myocardial infarction: results from the korea acute myocardial infarction registry (kamir). If information is provided in the future, a supplemental report will be issued.

Event description:
The study compared the clinical outcomes of medtronic resolute onyx zotarolimus-eluting stent (o-zes) and non-medtronic everolimus-eluting stents (ees) in patients with acute myocardial infarction undergoing successful percutaneous coronary intervention (pci). Resolute onyx drug-eluting stents were implanted in 402 patients in the study population. The primary endpoint was target-lesion failure defined as composite of cardiac death, target-vessel myocardial infarction and ischemic-driven target lesion revascularization. Patients were on dapt. Vessels treated were lad, lcx, rca and left main. At 6-months follow-up clinical outcomes reported were cardiac death, target-vessle myocardial infarction and stent thrombosis.